Event description:
This customer reported a failed pads cable and error message.

Manufacturer narrative:
(B)(4). The customer reported a failed pads cable and error message. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.